Event description:
The facility representative reported a colleague infusion pump with a failure code 810.11 and during service it was discovered that the failure code was caused by the ail pcb (air in line printed circuit board) out of calibration and was recalibrated by service. The event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).